Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurrence of an alarm generated when the pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement. The customer's blood glucose was 13 mmol/l at the time of incident. Troubleshooting was performed and device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during testing.